Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
Related MFR report number: 2017865-2023-37998. It was reported that during an implant procedure that the stylet was unable to be advanced in the atrial and right ventricular (rv) leads; the atrial and rv leads were noted to be broken on the inside. The physician elected to complete the procedure with a different atrial and rv leads. The patient was discharged following the procedure.